Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the patient was experiencing diaphragmatic stimulation. It was found that the left ventricular thresholds increased and that the lead had dislodged. The lead was explanted and replaced with a lead that would be better for the patient's anatomy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.